Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Implant date is unknown. It occurred 2 years ago at another facility. Complainant part is not expected to be returned for manufacturer review/investigation. This report is for an unknown screw nail distal locking /unknown lot. Part and lot number are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent removal of one trochanteric fixation nail - advanced (tfna) nail, one (1) tfna lag screw and one (1) tfna distal locking screw on (B)(6) 2018 due to an infection. The tfna construct was initially implanted about two (2) years back to treat an unknown trochanteric fracture. The fracture was reported to have healed since; however, the patient developed an infection at an unknown time. Thus, the surgeon decided to remove the tfna construct and treat the infection using an unknown antibiotic cement. The removal of the tfna construct was conducted successfully, with no complications to the patient, except however, the packaging on the sterile reaming rods shearing off on one side while opening two (2) of these reaming rods during the removal surgery. This did not delay the surgery since other sets were available at the time for use. Multiple x-rays were taken during the surgery, however, not due to the reaming rods' packaging shearing off. The patient was reported to be stable. This report is for an unknown screws/unknown lot . This is report 3 of 3 for (B)(4).